Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During service evaluation by baxter personnel, a colleague infusion pump was found to have experienced a false air in line alarm on the channel b pump head module. There was no report of patient injury, medical intervention necessary, or adverse event in association with this event. No additional information is available. This device is a remediated colleague pump with user interface module master software version is 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be channel b pump head module. To correct this condition the channel b pump head module was replaced. If any additional information is received, a follow-up will be sent.

Event description:
During service evaluation by baxter personnel, a colleague infusion pump was found to have experienced a false air in line alarm. There was no report of patient injury, medical intervention necessary, or adverse event in association with this event. No additional information is available. The user interface module master software version is currently unknown.